Manufacturer narrative:
No additional narrative.

Event description:
Medwatch report mw5159565 received from FDA on 10/16/2024. Per the medwatch report, reported by the health professional, the event is reported as follows: pt. Placed on a zoll lifevest on (B)(6) 2024 and over 2 weeks developed a serious contact dermatitis - itchy, deep red with heavy blistering. This is documented as having occurred before causing an allergic reaction due to the nickel in the vest.